Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported experiencing a low heart rate and their implantable pulse generator (ipg) pacing below the lower rate. The patient noted they were on a stationary bike and "felt like things were different". The ipg remains in use. No further patient complications have been reported as a result of this event.